Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿carefusion infusion pump with communication error. Unable to fixed by biomed and sent to manufacturer". No patient involvement reported.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿carefusion infusion pump with communication error. Unable to fixed by biomed and sent to manufacturer". No patient involvement reported.